Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (pre-existing vascular clot) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, there was no difficulty inserting or removing the sheath. During transfemoral procedure, the patient complained of pain in his right leg midway. On successful completion of the case the patient¿s leg was assessed as ¿painful¿, ¿blue¿, and ¿mottled¿ with very slow capillary refill. Subsequent imaging revealed a thrombus that had formed in his right leg but the exact location was unclear. The patient was being treated with heparin as an impatient. One day post procedure, the clot was surgically removed. The patient is stable. Per report, it was suspected that the clot had been there for some time. The patient¿s access vessel was moderately calcified and mildly tortuous.